Event description:
Pt underwent contaract surgery on 1999, and implantation of a staar model aq-2003v intraocular lens in the right eye. During the insertion process the surgeon said the lens ejected in a controlled manner, the leading haptic tore the capsule and an anterior vitrectomy was done. The incision was enlarged to 5mm and the lens was removed. The second lens has since decentered and will be explanted in a couple of weeks. The pt is also scheduled for eye lid repair (not due to this procedure) and when the eye has healed the second lens will be replaced. Pre-existing conditions included an ambloyoic eye. Prognosis is fair.